Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous proximal circumflex that was 85% stenosed. A bmw universal ii 0.014 guide wire was advanced first. Then a 2.25 x 20mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion. The balloon was inflated once at 8 atmospheres when it ruptured. A 2.25 x 15mm non-abbott bdc and a 2.25 x 15mm non-abbott stent were used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.